Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil at the abrasion region, consistent with friction to device can.

Event description:
It was reported that multiple high ventricular rate alerts showed over-sensing due to noise causing pacing inhibition on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.